Event description:
Caller indicated the relion micro meter was giving low readings. Caller stating for some time now his meter has been consistently giving a reading of 27mg/dl for the first test or first couple of tests. (If he checks his bg 2x a day each time he does he is testing more than just once due to getting what he believes to be inaccurate readings of 27mg/dl.) When he takes another test he will get a higher or what he referred to as a normal reading (125 for this example). He is not having any symptoms and is certain that he bg level is not that low. He was not aware of the coding on the meter or that he needed to perform control solution test and not aware that we offered customer service. He used at least 3 bottles of strips that have all given him the same issue. When asked if the code matched the strips he stated that it does now, but earlier it was reading f-5 - I asked if it could have been e-5 and he said it could have been. He is storing meter/strips in kitchen so educated on the proper storage of the strips/meter. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter lcd cover is scratched, however this defect does not affect the performance. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.